Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported programmer issue. The programmer passed all systems tests.

Event description:
It was reported that the programmer was unable to display the ventricle sense on the screen while the atrial sense remained. The programmer has been returned for service. No patient complications have been reported as a result of this event.